Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing threshold outputs of 0.6 volts and 1.2 volts while all other lead measurements were within normal limits. The boston scientific technical services consultant discussed that the electrocardiogram thresholds were 1.3 to 1.4 volts, but remote monitoring showed variations from 0.6 to 5.0 volts with no device cause, suggesting fluctuations stem from the patient malnutrition and urosepsis. As of this time, this rv lead remains in service. No adverse patient effects were reported. Additional information was received, the patient with this implantable cardioverter defibrillator (ICD) exhibited a heart rate of 30 beats per minute (bpm) and the physician suspected loss of capture (loc). Technical services (ts) was consulted and, upon data review, discussed that the heart rate was below the device's lower rate limit. Intermittent high capture thresholds were noted, and the right ventricular automatic threshold (rvat) test detected as greater than programmed amplitude or suspended. Further rv lead evaluation was recommended. This lead remains in service. No additional adverse patient effects were reported.